Manufacturer narrative:
Method - device was not returned; followed-up with company representative.

Event description:
It was reported that a (B)(6) study patient underwent an x-stop procedure at level l4/l5. Radiographs at the 6 week follow-up visit showed that the device was not in contact with the l4 spinous process. Reportedly "the spacer may have shifted". No additional information was reported.